Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) - urinary problems; undefined recurrence. Additional narrative: it was reported that following insertion the patient experienced pain, urinary problems, recurrence, dyspareunia. It was reported that the patient had additional implant (uretex sup, mfg bard sofradim) on (B)(6) 2008 due to pelvic organ prolapse, sui and voiding dysfunction. It was reported that patient underwent mesh removal (excision of polypropylene mesh sling) on (B)(6) 2008 due to pelvic prolapse, sui, voiding dysfunction. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.